Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention via a clinical trial due to severe aortic stenosis. The 19mm bioprosthetic aortic valve was disabled and a transcatheter valve implanted successfully. There were no reported complications. The patient was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
Brand name: "unknown". Implant date = year 2002. The device was not returned for analysis as it remains implanted. Without return of the device further investigation cannot be performed. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental report will be filed. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.